Event description:
Pt presented with progressive pain, increasing difficulty on ambulation, and decreased range of motion. X-rays/bone scan revealed loose polyethylene liner requiring revision to remove and replace.